Event description:
As reported, it was a case of a 23mm sapien 3 ultra resilia valve implanted in the aortic position by right transfemoral artery approach. During the procedure, resistance was felt when the commander delivery system with the valve crimped on reached the tip of the esheath plus. After valve implant, the delivery system was withdrawn without difficulty, and the esheath plus was removed without issues. A distal tip torn of the esheath plus was observed. There was no patient injury, and the patient remained in stable condition.

Manufacturer narrative:
The investigation is ongoing.